Event description:
Status post open heart surgery, the patient was transferred to the ICU. While in the ICU, the patient became bradycardic. The rn tried the temporary pacemaker, but the pacemaker would not capture. They tried 3 different external pacemakers and changed the cables with no success in getting the pacemakers to function. The patient subsequently went to the or for a permanent pacemaker. It was believed that the pacer wires were not functioning. The staff said that they had not had any issues with temporary pacer wires until we recently changed manufacturers. It was determined that the temporary pacing wires were properly positioned during the surgery by a highly experienced cardiovascular surgeon. Unopened pacing wires returned to manufacturer.====================== health professional's impression======================pacer wires not functioning.====================== manufacturer response for temporary pacemaker wires, flexon pacing leads======================further questions that were responded to by staff involved.